Event description:
It was reported that report an intraocular lens (iol) when being inserted into the patient's left eye part of the lens came out as doctor was trying to advance the lens into the eye. But only tip of the cartridge of a preloaded product touched the eye, there was no adverse events, no other intervention, back-up lens used to complete the surgery. No patient injury. Suspect product not being returned. No other information provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.